Event description:
Reporter indicated that vns pt was hospitalized due to swelling and redness around the generator site, thought to be cellulitis. The pt was treating with IV clindamycin and discharged. It was reported that lab work did not show infection and the pt was afebrile. Further follow up revealed that the pt was re-admitted approx one week later, at which time the incision site of the neck was red, swollen, with yellowish color. The site was incised and drained and the pt was prescribed IV vancomycin with plans to discharge to home with a pic line for home IV antibiotic therapy. Treating physician plans to explant if the infection does not resolve following this treatment.

Event description:
The patient's operative report from (B)(6) 2005, was received by the manufacturer as the physician's office wanted to determine if every part of the vns had been explanted because they are planning a re-implant the patient. The op note reported the infection at the generator site. The patient was reportedly doing well post-operatively until approximately one month post-operatively when she had a strong seizure and developed swelling that was tender and erythematous at the site of the generator. This occurred over a few hours postictally. She was initially treated conservatively with IV antibiotics and did improve; however, when she was converted to oral antibiotics the wound began to dehisce. Therefore, the patient was scheduled for removal of the generator. Both the generator and lead were explanted on (B)(6) 2005 and sent to pathology. After the procedure, the patient was sent to interventional radiology for placement of a right axillary PICC line. The pathology report dated (B)(6) 2005, was also received which indicated that the stimulator and vagal nerve was infected pre-operatively and post-operatively.

Manufacturer narrative:
Date of event, corrected data: with the additional information received, the initial report inadvertently reported the date of the event incorrectly. Suspect medical device, lot number, corrected data: the initial report inadvertently did not report the generator lot number. Suspect medical device, date of device explant, corrected data: the supplemental report #2 inadvertently did not report the date of explant. Type of report, corrected data: the initial report inadvertently did not include that this is a 30 day report.

Event description:
Further follow-up revealed that the patient was explanted due to infection. The infection was treated with antibiotics and explant of device.